Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. D4: only di provided as (lot number/serial number) is unknown.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where it was reported there was leakage. The event occurred after use. There was no reported impact of event on patient and medical institution worker, unknown patient involvement and no patient harm.